Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information received: what device was used with this reload? Ple60a. How much was the surgery prolonged? Approximately 15 minutes. Did the post op care of the patient change due to the event? They are being watched more closely for post op leak and may undergo additional tests to check for leak. No leak confirmed at this time. On what tissue type was the device used? Gastric tissue at what location on the tissue? Distal portion of the stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Powered echelon. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No intra operative video and photographs were received. Upon review of the images, it was concluded that the potential cause of the reported event was the result of deck deflection due to the targeted tissue thickness being beyond the devices ability to bring the tissue into thickness compliance.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired the black cartridge on the distal portion of the stomach to begin the sleeve gastrectomy and noticed that several straight legged staples (not formed at all) on the outer line of the patient's side. The entire line had to be over sewn extensively to prevent a leak. Green cartridges were used on subsequent firings up the sleeve with the same stapler and they appeared to be fine. There was extended or time to extensively over sew the staple line. There were no patient consequences.